Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the male external catheters were more difficult to remove, causing pain to the patient. No medical intervention was reported.